Event description:
The MFR rep reported, the neurostimulator was replaced due to infection (methicillin-resistant staphylococcus aureus, coagulase-negative). The replacement device was implanted on the opposite side of the body from the infection. The hcp then reported a suspicion of reinfection of the replacement device. The pt is being treated with antibiotics. There was no report of malfunction. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR f/u repot will be sent to FDA if add'l info is rec'd.

Manufacturer narrative:
.